Manufacturer narrative:
Problem code 2906 captures the reportable event of clip failed to release from the catheter. Investigation results: visual examination of the returned complaint device noted the clip assembly was not returned with the device. The control wire was severely kinked at the proximal section, indicating the device was highly manipulated. Additionally, the catheter was found to be severely kinked along its body. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue, but failed to release from the catheter. Attempts were made to open and close the handle; however, the clip would still not release from the catheter. Reportedly, the catheter and the clip were removed from the patient and a non-bsc device was used, but did not work. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue, but failed to release from the catheter. Attempts were made to open and close the handle; however, the clip would still not release from the catheter. Reportedly, the catheter and the clip were removed from the patient and a non-bsc device was used, but did not work. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.